Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: one unexplained power reset event was observed in the black box on (B)(6) 2014. The battery compartment was observed to be cracked between the bumper pad and the cover. The battery compartment threads were observed to be stripped. The returned battery cap had stripped threads and was unable to be attached to the pump. The power reset events were able to be duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used with the returned cartridge cap to complete a 24 hour duration test. No further power reset events were duplicated during this time. Removal of the pump cover showed no evidence of internal moisture. There was no damage to the power circuit observed. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that there was a crack in the battery compartment and intermittent power to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.